Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the infusion set does not last the full 6 days. The customer¿s blood glucose level was 420mg/dl at the time of incident. The customer declined to trouble shoot and was calling to report for the infusion set to be replaced. The report has been sent to local office for replacement.